Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support decided to replace the customer's pump and send a replacement with updated software.